Event description:
Caller reported an alarm 2 followed by an alarm 26, indicating an occlusion issue that caused the customer's blood glucose (bg) level to exceed 500 mg/dl, registering as "high" on the cgm. The customer addressed the high bg level with a corrective injection via multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge before resuming insulin.